Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that at some time post filter deployment; date of the event was not provided; a detached filter limb was discovered to have perforated the right ventricle wall. A sternotomy was performed successfully to remove the detached limb. No other pertinent medical information was provided surrounding the events. The patient status was not provided and is unknown at this time.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Conclusion: neither the device nor images were returned. Medical records were not provided. The investigation is inconclusive for the alleged detached filter limb. Based upon the available information the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: - warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: based on a review of the medical records received: the vena cava filter was successfully deployed in the infrarenal ivc without incident for dvt. Approximately seven years post filter deployment, the patient presented to the hospital with chest pain. A cardiac catheterization was performed and identified a metallic wire object in the right ventricle (rv) that appeared to be a detached filter limb. An echocardiogram confirmed the presence of a slightly angled linear object of metallic density that appeared to be protruding through the anterior wall of the rv. There was a small to moderate hemopericardium. The patient was transferred to another facility for surgical removal of the detached filter limb in the rv. A sternotomy was performed in the midline. The pericardium contained a moderate amount of blood with no fresh bleeding. There was a metallic wire sticking out of the anterior wall of the rv into the pericardial space that was grasped and removed. The laceration in the rv seemed to seal itself instantly. Two drains were placed in the mediastinum and the sternum was closed in standard fashion. There were no apparent complications. The patient tolerated the procedure well and returned to the intensive care unit in satisfactory condition. The patient was discharged home on postoperative day three. Image/photo review: as medical images and photos were not provided, a review could not be performed. Conclusion: neither the device nor images were returned. Medical records were provided. The medical records allege a filter was deployed successfully below the renal veins. Approximately seven years after implantation, a cardiac catheterization procedure allegedly demonstrated a metallic wire suspected to be a detached limb from the vena cava filter in the right ventricle. An echocardiogram confirmed the presence of a slightly angled linear metallic object in the ventricle. A sternotomy was performed to remove the foreign body. Based on the medical record review, limb detachment can be confirmed. Based upon the available information the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that at some time post filter deployment; date of the event was not provided; a detached filter limb was discovered to have perforated the right ventricle wall. A sternotomy was performed successfully to remove the detached limb. No other pertinent medical information was provided surrounding the events. The patient status was not provided and is unknown at this time. New information received: medical records were received and reviewed. Approximately seven years post vena cava filter deployment for dvt, the patient presented to the hospital with chest pain. An echocardiogram identified a detached filter limb protruding through the anterior wall of the right ventricle (rv) and a small to moderate hemopericardium. The patient was transferred to another facility and a sternotomy was performed to remove the detached filter limb from the rv. The patient tolerated the procedure well without complications and was discharged home on postoperative day three. No additional information was provided in medical records received.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical records review: based on a review of the medical records received: the patient with deep vein thrombosis had a vena cava filter successfully deployed in the infrarenal vena cava without incident. Approximately seven years post filter deployment, the patient presented to the hospital with chest pain. During cardiac catheterization, a metallic wire object in the right ventricle (rv) was identified that appeared to be a detached filter limb. An echocardiogram confirmed the presence of a slightly angled linear object of metallic density that appeared to be protruding through the anterior wall of the rv. There was a small to moderate hemopericardium. The patient was transferred to another facility for surgical removal of the detached filter limb in the rv. A sternotomy was performed in the midline. The pericardium contained a moderate amount of blood with no fresh bleeding. There was a metallic wire sticking out of the anterior wall of the rv into the pericardial space that was grasped and removed. The laceration in the rv seemed to seal itself instantly. There were no apparent complications. The patient tolerated the procedure well and returned to the intensive care unit in satisfactory condition. The patient was discharged home on postoperative day three. Piercecchi, c. W., vasquez, j. C., kaplan, s. J., hoffman, j., puskas, j. D., & delarosa, j. (2017). Cardiac perforation by migrated fractured strut of inferior vena cava filter mimicking acute coronary syndrome. Heart lung and circulation, 26(2), e11-e13. Http://dx.doi.org/10.1016/j.hlc.2016.07.017. Investigation summary: the device was not returned for evaluation. However, images and medical records were provided and reviewed. Images provided identify a linear radiopaque density in the right ventricle. Therefore, based on the provided medical records and images, the investigation can be confirmed for a detached filter limb. Based upon the available information the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. (B)(4).

Event description:
It was reported that at some time post filter deployment; date of the event was not provided; a detached filter limb was discovered to have perforated the right ventricle wall. A sternotomy was performed successfully to remove the detached limb. No other pertinent medical information was provided surrounding the events. The patient status was not provided and is unknown at this time. New information received: medical records were received and reviewed. Approximately seven years post vena cava filter deployment for dvt, the patient presented to the hospital with chest pain. An echocardiogram identified a detached filter limb protruding through the anterior wall of the right ventricle (rv) and a small to moderate hemopericardium. The patient was transferred to another facility and a sternotomy was performed to remove the detached filter limb from the rv. The patient tolerated the procedure well without complications and was discharged home on postoperative day three. No additional information was provided in medical records received.